Event description:
Device issue: none. Adverse event: restenosis requiring surgical intervention. Time of adverse event: four month post procedure. The following event was noted through a periodic article review. Two 2.75x16 vision stents were implanted in the middle and proximal left anterior descending artery (lad) for treatment of an obstruction. Final outcome was good and the patient was discharged seven days later in good clinical condition. Four months later, the patient presented with angina. Angiogram revealed a 40% lesion in the left main and right coronary artery and a new 70% lesion in the proximal portion of the vision stent implanted in the proximal lad. Repeat surgery with a right mammary artery bypass graft to the lad and an inverted saphenous vein graft to the circumflex artery was performed. The patient was discharged home seven days later. Six months post procedure; the patient remained free of symptoms.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of angina and restenosis, as listed in the vision instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. (B)(4).